Event description:
Same case as MFR report #: 2134265-2011-05864. It was reported that following a stenting treatment procedure, st elevation and thrombosis occurred. The procedure treated the target lesions located in the posterior descending artery and the posterior lateral artery. The vessels were not calcified or tortuous. Pre-dilation was performed and a 2.25x12mm ion stent was implanted in the posterior lateral artery and a 2.5x20mm ion stent was implanted in the posterior descending artery. The patient was discharged, but on the way home the patient experienced st elevation and thrombosis of both stents. Treatment consisted of aspiration and the placement of a bare metal non bsc stent. No further patient complications occurred and the patient status is fine.

Manufacturer narrative:
Device is combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).